Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info has been requested. Citation: colin j, praud d, touboul d, schweitzer c. (2012). Incidence of glistenings with the latest generation of yellow-tinted hydrophobic acrylic intraocular lenses. J cataract refract surg. 2012; 38:1140-1146. (B)(4).

Event description:
In a journal article, a surgeon reported that following intraocular lens (iol) implant surgeries, glistenings occurred in 96 eyes. Glistening with grade 1 severity (moderate) was observed in 45 eyes and glistenings with grade 2 severity (dense) was observed in 51 eyes. The article indicated that glistenings showed no clear effect on visual acuity.